Event description:
The consumer reported having a return of symptoms or an onset of new symptoms. There was no report of trauma or falls that could be related to the issue. It was reported that the surgeon wanted the patient to meet with a manufacturer representative to discuss programming. There was a report of a sudden change in therapy/symptoms. The patient reported that their spinal cord was shrinking and putting pressure on their nerves. Their right great toe had been twitching. It was reported that the patient's hips and knees bi-laterally felt like sandpaper had been rubbed on them. It was reported that the patient has had multiple (7-8) back surgeries where a lumbar fusion was done and all of their neck was fused. This had been for the past 20 years before their implant. The patient was now having pain in their lower leg, across the lower back, across their buttock and outside of knee. This was also reported to a sudden change in therapy/symptoms. It was reported that steps taken to resolve the pain was that the patient had gone to physical therapy and lost 22 pounds. There was also a report that they would meet with their healthcare professional to reprogram the stimulator. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.